Manufacturer narrative:
A review of the device history record: device history lot: part: 359.219, lot: 9564239. Manufacturing site: (B)(4). Release to warehouse date: 09 nov 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Investigation summary background: updated event description: it was reported that on (B)(6) 2019, during nail insertion, the inserter for titanium elastic nails (plastic handle) broke. Another device was used to complete the procedure. The procedure was successfully completed with no surgical delay. There is no patient consequence reported. Concomitant device reported: unk - nails (part # unknown, lot # unknown, quantity 1) this complaint involves one (1) device. Investigation flow: damage. Visual inspection: the inserter for ti elastic nails (p/n 359.219, lot 9564239) was received with a broken ppsu handle. The handle had a transverse break approximately 8.04 mm (caliper ca818) from the proximal end of the handle. There were also various dents and nicks across the handle. No other visual issues were identified with the returned components of the device. Dimensional inspection: dimensional inspection could not be conducted due to post manufacturing damage of the handle. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Inserter se_483833 rev d to f, handle se_483406 rev a to b. The handle design (se_483406) was modified (revision a to b) to improve impact resistance to hammer strikes and material was changed from ppsu blue-301 to pom-c blue-502 (dco_098764 ¿ 07/09/2016). This complaint device was manufactured to revision a prior to the design/material changes. Conclusion: the complaint condition is confirmed for the inserter for ti elastic nails (p/n 359.219, lot 9564239) as the device was received with a broken ppsu handle. The handle had a transverse break approximately 8.04 mm (caliper ca818) from the proximal end of the handle. There were also various dents and nicks across the handle. While no definitive root cause could be determined, the complaint condition is likely due to consistent hammer blows and/or excessive force. During this investigation no new product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no other corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, the inserter for titanium elastic nails (plastic handle) broke during the case. Another device was used to complete the procedure. It is unknown if there was a surgical delay. Procedure outcome and patient status are unknown. Concomitant device reported: unk - nails (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).